Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a power up test failure #12.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in telephone number : (B)(6).

Event description:
It was reported that before use when turning on the unit, the cardiosave intra-aortic balloon pump (iabp) unit has a power up test failure #12. No patient involvement.

Manufacturer narrative:
The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end,rohs serial number (B)(6) with a reported unit failure of power up failure code 12. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. The failure analysis and testing dept. Verified the reported complaint of power up failure code 12. This failure code signifies that the non isolated digital signal processor has a probable failure, and will not allow the unit to start up. The board failed testing. Sending the board to the supplier for failure analysis per procedure. The failure analysis and testing dept. (Fat) received part number 0670-00-1164 front end, rohs serial number (B)(6) from the supplier. The supplier performed in circuit testing in which the board failed for testware. The rn 46 was non wetting. Non wetting meaning a surface has contacted molten solder, but none of the solder adhered to it. In this case rn 46(resistor network) had no solder adhering to it. Probable cause of the power up failure code #12. The board failed testing. Retaining the board in the fat dept. Per procedure.